Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The company service representative reseated cables on the host, performed a bios update on the console configuration, and reinstalled the application software. The system was then tested and met all product specifications. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system was "hanging." An alternate system was used to initiate surgery.